Event description:
It was reported that the patient presented in the clinic for generator change procedure. Prior to the procedure, upon interrogation, the left ventricular (lv) lead exhibited high capture threshold. The lv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, a partial lead was returned in two pieces. Electrical tests and x-ray examination found no indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of procedural damage.

Manufacturer narrative:
Correction: h6.